Event description:
It was reported that the patient had limited motor response in their right leg during a implant procedure. The patient was closed up and motor function returned to normal. No product was implanted in the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.